Event description:
It has been reported that one of the lumens disconnected. As a result, the clinician had to remove the catheter and install a new one. There was no delay in treatment, no patient death, and no patient complications were reported. The patient outcome was fine.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. Follow-up report will be filed if additional information becomes available.